Event description:
Boston scientific received information that this pacing system was explanted due to a suspected patient infection. Boston scientific did not make the explant and event dates available.